Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after initial implant procedure, the right atrial lead was discovered to be dislodged. A chest x-ray was performed and dislodgement was confirmed. The lead was removed and replaced the next day, (B)(6) 2019. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.